Event description:
A medtronic representative reported that the open spine clamp screw is stripped. This was discovered outside of surgery. No patient present or impacted.

Manufacturer narrative:
No patient was involved in this event. The device manufacture date is not available at the time of this report. The suspect device has not been returned for evaluation.

Manufacturer narrative:
Lot number correction initially reported lot #28790 was incorrect. Changed to 070409.device manufacture date reported.